Event description:
A (B) (6) male with diabetes mellitus was implanted with a spectra device on (B) (6) 2009. Information received indicates the entire device was removed due to infection details not indicated. Ams has requested additional information.